Event description:
It was reported that the patient presented for aveir vr extraction procedure due to the positioning of the device causing tricuspid regurgitation. Upon extraction, valve repair was performed. No further interventions were required. The patient was discharged with no noted complications.